Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge leaked where the cartridge tubing connected to the cartridge. The customer's blood glucose level was 105 mg/dl. A new cartridge was successfully loaded to address the event and insulin delivery was resumed.